Event description:
Caller states the pt tested >8.0 inr on the coaguchek system and a comparison lab returned as 2.0 inr-4.0 inr, caller unsure of exact result. No action was taked based on device result. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison performed at a medical facility.